Manufacturer narrative:
(B)(4).

Event description:
The customer states: "the cartilage was loaded properly on the idrive but when the dr. Pressed the green button to fire, the staplers were deployed but the knife didn't cut and dr (B)(6) faced difficulty in continuing the case because it was a single port case: "infection, etc.?).

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. The anvil clamping mechanism was deformed. The loading unit anvil was bowed. The knife-bar assembly was buckled. The loading unit was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a loading unit. The loading unit loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the loading unit was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates the device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.